Event description:
Clinical study (B)(6) reported that the patient underwent left hip surgery on (B)(6) 2012, and reported unexplained pain in left knee on (B)(6) 2012. It was treated by exchanging a poly liner. The replacement liner was unspecified. During the 6 month follow up visit on (B)(6) 2012, patient reported extreme pain or discomfort, moderate limp and walking with 2 canes for support and moderate pain during one year, 3 year and 5 year follow up visits. Update 23 feb 2018: patient reported extreme pain on the eq5d study at 6 months, and on the oxford reported very mild pain and on the harris survey only slight pain, I believe the eq5d information could be in error as the it is contraindicating the 2 other surveys done at the same time. Patient reported severe limp and extreme pain pre-op, and at 6 months did require the use of 2 canes, but this resolved by 1 yr. He only reported a moderate limp at 1 yr and mild to moderate pain at times, which is an overall improvement. Obesity is a contributing factor noted in the ja records. Given the overall improvement during the post-operative period compared to pre-op, these are normal findings and therefore not a complaint. The reported pain, limp and cane use is not a complaint while the liner revision remains a complaint.

Manufacturer narrative:
This complaint investigation remains closed, as the corrected/added information does not affect the outcome of the investigation.

Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant products: part 650-1126bmrsa, lot unk - prmrs nck stem ti bm sz 26 rsa; unk cobalt chrome femoral head; unk regenerex acetabular cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 490 reported that the patient underwent left hip surgery on (B)(6) 2012, and reported unexplained pain in left knee on (B)(6) 2012. It was treated by exchanging a poly liner. During the 6 month follow up visit on (B)(6) 2012, patient reported extreme pain or discomfort, moderate limp and walking with 2 canes for support and moderate pain during one year, 3 year and 5 year follow up visits.